Event description:
It was reported that a system error 2367 (resume error, critical error found) alarm occurred on the homechoice device during dwell four of four. The home patient was connected at the time of the alarm. The home patient will complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.